Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during a procedure the articular surface instrument was bent, cracked, had chipped coating, was worn and showed evidence of discoloration. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned provisional identified signs of repeated use and has fractured medial side. DHR was reviewed and no discrepancies were found. Ps provisional top components and standard (non-cps) provisional bottom components have been modified to prevent fracture; however, the fractured provisional component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.